Manufacturer narrative:
The reported guide wire was received engaged in the oad used during the procedure. A kink was observed in the core shaft of the guide wire, and resistance was encountered when attempting to remove the wire distally from the oad driveshaft. The driveshaft and guide wire were destructively cut and the wire was removed. The exposed guide wire shaft exhibited damage and deformation. At the conclusion of the device analysis investigation, the report that the device became stuck on the kinked guide wire was confirmed. Although the root cause of the guide wire kink could not be determined, it likely contributed to the report of the device becoming stuck on the guide wire. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During advancement of the stealth peripheral orbital atherectomy device (oad) through the anterior tibial artery, the device became stuck on the viperwire guide wire and would not advance. The device and wire were removed together and both were replaced to continue the procedure. The guide wire was noted to be kinked upon removal from the patient. Difficulty was experienced regaining access to the vessel, which resulted in a one hour procedural delay. The patient was properly heparinized and the device setup was completed properly. The patient was discharged the same day as the procedure.